Manufacturer narrative:
(B)(4). Conclusions - removed. Evaluation summary: analysis of the returned product noted blood visible on the balloon, consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube 8cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The sds was returned with the stylet inside the tip and guide wire lumen. There was a non-abbott clear protective sheath on the balloon. The abbott protective sheath was not returned. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the damaged stent during retraction would have then led to the reported resistance and the reported force used to remove the sds would have ultimately led to the stent dislodgement. Attempts were made to snare the dislodged stent, however they were unsuccessful and the stent remains in the patient anatomy. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance, difficulty of removing the sds, and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction of the damaged stent with the anatomy during retraction would have then led to the reported resistance and the reported force used to remove the sds would have ultimately led to the stent dislodgement. Attempts were made to snare the dislodged stent; however, they were unsuccessful and the stent remains in the patient anatomy. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the proximal to mid right coronary artery with heavy calcification. Pre-dilatation was performed with a non-abbott 2.0 x 10 balloon. A 2.25 x 28 xience v stent delivery system (sds) was advanced; however, after entering the proximal area of the lesion, the sds was unable to advance further. Resistance was noted during removal of the sds; therefore, force was used to remove the device. During removal, the stent strut became caught in the calcium, causing the stent to dislodge from the balloon. The dislodged stent migrated to the aorta. An attempt was made to remove the stent with a snare; however, it was unsuccessful and the stent remains in the aorta. The patient was reported to be fine and released with medical management. There were no adverse patient effects. Though requested, no additional information was provided.